Event description:
The customer reported a motor error alarm during normal use. The customer's blood glucose was 500 mg/dl, and was treated with a manual injection. Troubleshooting was performed, and the drive support cap was not damaged. The insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus /basal delivery in history file. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. Unable to perform the occlusion and no delivery alarm test due to motor error alarm. Unit was received with cracked case at display window corners, cracked reservoir tube and window and cracked battery tube threads.